Event description:
Customer originally called for unexplained high blood sugars. During the troubleshooting, the pump did not alarm during the high pressure test. Customer was instructed to disconnect immediately and return pump.